Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ultra meter had an "error 2" issue. The medical affairs specialist (mas) spoke to the patient on july 25, 2008, and obtained/verified information. The patient tests his blood glucose around 3 times a day. The patient tests his blood glucose after meals. The patient takes a set dose of 25 units lantus insulin every morning regardless of his meter readings. He takes novolog insulin before his meals and based on carbohydrate-counting. The patient stated that he tests after meals to make sure his pre-meal insulin is working. The patient indicated that the alleged meter issue started a few days before his wife (the reporter) contacted lfs on original date. On the day prior to original date, the reporter stated that the patient developed symptoms of being disoriented. The paramedics were contacted. When the paramedics arrived, his blood glucose was checked on an unidentified device a "low" result was obtained. The patient could not recall what result was obtained, what time the event occured, or what actions he took before developing the symptoms of confusion. The patient was allegedly treated with IV glucose. He was not hospitalized. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia nad received IV glucose treatment from paramedics after the alleged meter issue began. It is not clear as to what actions the patient took before the symptoms developed or, if he would have possibly prevented the symptoms from developing. The patient was unable to test his blood glucose for a few days before the event occurred.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.